Event description:
The customer reported a brown liquid leak underneath the lh780 analytical station but could not determine the source. The user was wearing personal protective equipment (ppe) consisting of gloves, a lab coat, and protective eyewear at the time of the incident. Patient samples or results were not reported to have been affected by the leak. No injuries occurred and medical attention was not sought. The customer did not report exposure (splashed or sprayed) to mucous membranes or open wounds. On the day of the event, a field service engineer (fse) observed that the unit was leaking from the back and that the lower sheath restrictor was off of its fitting. The fse replaced the sheath restrictor and cleaned spill. The sheath restrictor carries pressurized diluent and is connected to the flowcell, which has the presence of blood and diluent while in operation and cleaner while in shutdown repairs were verified as per established procedures. Results meet published performance specifications. Root cause for the leak was the lower sheath restrictor not being connected to its fitting.

Manufacturer narrative:
(B)(4).